Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2009. During the procedure, the blade was not sharp enough and seemed to be tearing the tissue instead of cutting. The surgeon used a second device and the case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4) - blade dull/poor cutting. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.